Event description:
Customer reported that a hair was discovered inside the syringe while drawing up diluent. In addition, a few syringes were visibly cracked upon opening the wrapper. No information was received regarding any serious injury as a result of these product issues.